Manufacturer narrative:
The reported complaint that "the autopulse platform sn (B)(6) displayed " system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the review of the archive data. A review of the archive data log file indicated the occurrence of system error - 139 (unable to hold compression position). The root cause of the error was due to the brake gap being out-of-specification (too wide), which is likely attributed to the age of the device/normal wear and tear. The autopulse platform was manufactured in 2011 and is 12 years old, well past its expected serviceable life of 5 years. During visual inspection of the platform, the load plate cover had a hole, which affects the watertight seal, and the ui membrane was scratched. The observed physical damages were unrelated to the reported complaint, and they appeared to be the characteristics of user mishandling. The load plate cover and ui membrane were replaced to address the issue. The archive data review indicated system error - 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake gap was too wide. The system error was cleared using the apvision and the brake gap was adjusted to remedy the issue. The device subsequently passed a 30-minute functional test with the large resuscitation testing fixture (lrtf), equivalent to a 250-pound patient, without faults or errors. Following service, another brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform sn (B)(6) displayed " system error, out of service, revert to manual CPR" error message. No patient involvement.